Event description:
The pt reported that she primed the pump while attached to the infusion set; the pump's prime history showed 37.5 units were primed at 10:10pm, on (B)(6) 2011. The pt said that she checked her blood glucose at 193 mg/dl immediately after she realized her mistake. Customer support advised her to call 911. The next day, the pt called customer support and reported that she called 911 as advised and was taken via ambulance to the emergency room of the hospital where she was treated with dextrose and glucose gel packets. The pt noted that the lowest blood glucose reading in the ER was 50mg/dl. She said she was discharged about 10 hours later and resumed insulin pump therapy with additional instructions and clinical recommendations from the nurse practitioner. This complaint is being reported because of user error associated with the emergency room visit.

Manufacturer narrative:
The pt acknowledged that she made an error when she inadvertently administered excess insulin by priming the pump while attached to the infusion set. The user guide instructs users to disconnect from the infusion set prior to initiating the prime/rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/09/2013 with the following results: no defect was found. There was no data in black box or download histories from time of reported issue due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. User error is considered the cause for the issue: before priming the pump displays the appropriate warning: ¿be sure set is disconnected from your body. Then select continue¿.